Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that infusion flow was blocked leading to high bg (800 mg/dl). Troubleshooting confirmed the blockage is at the site. The infusion set was in use for less than 48 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.